Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that three of the four battery pins were broken. Physio then replaced all four battery pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device would not recognize the installed batteries and therefore would not have the ability to function on dc power. There was no patient use associated with the reported failure.